Event description:
It was reported that the patient experienced increasing right leg pain for 2 weeks after the implant. The pain got to the point where the patient could not move her leg. The patient believed it to be device related. The patient saw a pain specialist who noted the pain coming from the l5-s1 region on the right side. The patient had both systems explanted. Everything came out "smooth." See MFR #3004209178-2010-05280.

Manufacturer narrative:
(B)(4).